Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle) and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: c6tr01 ipg, implanted 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture and low impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.